Event description:
Dear cpsc, the following are my remarks to both homedics llc, and (B)(6) on (B)(6) 2017. Dear (B)(6), a couple of years ago my nephrologist suggested that I began taking my own blood pressure periodically and send his office the results. My wife is a r.n. And has purchased products from your stores for a number of years and at my request she picked up a blood pressure monitoring unit for me in your (B)(6) store. I tried to use the unit but it consistently over pressurized the arm collar. I called up homedics and they agreed to send me a new replacement at no expense to me for the one that was failing to correct record my blood pressure. I began to use the new unit and it too quickly acquired the same quality defect that the previous unit had displayed. Frustrated, I sent the following e-mail to homedics at their public domain web site. Homedics model #wgnbpa-960bt, serial # (B)(4). The replacement blood pressure monitor that you sent me a while back is apparently defective. After I used it this past week to take my blood pressure it did it's "pump up" on the collar to such an excess of pressure that my arm site location continued to have a tingling sensation for twenty minutes after I had removed the device. It was for this identical defect that I returned the last device to you. To verify that the unit was indeed malfunctioning I took it with me to my doctors office and had them witness me using the unit and they said I was using the unit correctly but that the results of them taking my blood pressure vs. What the homedics unit registered was at least 20 points off (lower percentage) with the homedics unit registering a much "higher" reading and actually putting a stage (2) hypertension warning on the set of readings. Since this makes for the second failure of a little used homedics blood pressure monitoring unit for me that had not been subjected to any kind of abuse I'm going to return to you if you want it back. I've lost my confidence in the quality of your products and I have no plans to purchase from you again. After my consideration of what possible troubles this may cause other consumers I've come to the conclusion that I need to share this information with consumer product safety department of the federal government so that they will look into the issue to get the facts of the issue if they wish to do so. For me to have gotten two of these units with the same defect seems statistically improbable. Product category: personal care. Purchase date: (B)(6) 2016. This date is an estimate. I sent them an e-mail advising them of the defect on (B)(6) 2017. Document number: (B)(4). Report number: (B)(4).